Event description:
An article in the journal of thoracic and cardiovascular surgery (2011; 1-6) discussed patients who underwent surgical conversion using cardiopulmonary bypass and endovascular aortic repair between (B)(6) 1990 to (B)(6) 2010. The study objective was to compare the outcome between open and endovascular repair of acute traumatic rupture of the thoracic aorta. The article described that on unknown date between january 1990 to january 2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat an acute traumatic rupture of the thoracic aorta. Five years later, the patient presented a vertebrobasilar insufficiency after deliberated coverage of the left subclavian artery (lsa) and required a left subclavian transposition. According to the information provided by the physician, this is not a device related complication. The vertebrobasilar insufficiency after lsa coverage is a complication of the coverage of the lsa. Further information was requested, but not provided to gore.

Manufacturer narrative:
Please note that the article is attached to the report. Further information was requested but not provided to gore. According to the information provided by the physician, this is not a device related complication. The vertebrobasilar insufficiency after (B)(4) coverage is a complication of the coverage of the (B)(4). According to the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations: traumatic aortic transections. Additionally, according to the IFU, potential device or procedure related adverse events complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to: reoperation.